Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the device could not be inserted over the wire. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The name of the physician was not provided; therefore, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis, which confirmed the reported inability to load the guide wire into the sheath. It was identified that the sheath seal became damaged or mis-located, which prevented the use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, it is possible the issue may be related to manufacturing. This is believed to be an isolated incident and this type of malfunction will continue to be monitored per local quality system procedures.